Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. Blood was observed on the harvesting tool handle. Tissue buildup was observed at the jaws. The heater wire was detached at the center of the hot jaw, but remained attached at the tip of the hot jaw, and the base of the jaw. A pre-cautery test was performed. The device did not pass the pre-cautery test; it produced excessive steam and heat during ten (10) 3-second activations and shut off when the toggle was released. Excessive smoke and steam was observed during the testing. Based on the condition of the device as returned and the results of the investigation, the reported complain was confirmed for ¿environmental particulates,¿ and the analyzed failure "bent wire." Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.